Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set cannula bent events on (B)(6), (B)(6) 2024. All the events occurred after three hours of insertion. The insertion site was at upper buttock. All the sets were used for 14 hours. Blood glucose levels were 384 mg/dl at the time of first event i.e., on 11th march. Patient took correction injection via mdi to address the event. He replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03889 - device 1 of 3. Patient country: united states.